Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 1st august 2016. The device was returned for a intermittent low battery warning before pad-pak expiry date. Information from the history log shows the device had failed multiple self-test fails due to a low battery between the 7th march 2018 and the 8th june 2018 prior to receipt at heartsine. The user would have been alerted to this with a ¿warning, low battery, device service required¿ prompt and a flashing red status led, as per the reported fault. The returned pad-pak was measured and the battery voltages were found to be consistent with that of an expiration of april 2022, and would not have been low enough to trigger a low battery warning. The corrosion on the pogo pins and the -ve pad-pak battery terminal would have resulted in an intermittent connection therefore causing the device to pass and fail self-tests intermittently, as per the reported fault. The corrosion observed on the usb contact collars, screws and pogo pins would indicate the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Enduser alleges that sam350p unit does not have green status indicator light and intermittently has a low battery warning with a pad pak expiration of 4-2022.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved . Enduser alleges that sam350p unit does not have green status indicator light and intermittently has a low battery warning with a pad pak expiry of 4-2022.